Event description:
Additional review indicated that the patient was not comfortable with the lump and it was sore. The patient was scheduled for a refill on (B)(6).

Manufacturer narrative:
Catheter model # 8596sc, lot # n256669012, implanted on: (B)(6) 2012, explanted on: unknown. Catheter model # 8598a, lot # n252869011, implanted on: (B)(6) 2012, explanted on: unknown; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had experienced a cerebral spinal fluid leak. A blood patch was done and now there was a lump there. Per the reporter it was not there after surgery. It was also noted that the patient's legs hurt badly. The pump was used to deliver prialt. Additional information has been requested; a follow-up report will be sent if information becomes available.